Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer was treated at school and went home and gave manual injections. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat.

Manufacturer narrative:
The insulin pump was monitored for 3 days; no unexpected low battery alarm noted. All operating currents are within specification. The insulin pump passed self test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked display window and scratched reservoir tube window.